Manufacturer narrative:
The tech found bent pins on the j box connector. The tech replaced the j box to repair the bed.

Event description:
Info received indicates the nurse call function is not working.